Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sepsis and an infection. During the implantable pulse generator (ipg) system explant procedure the patient coded and died. The patient's death was unrelated to the extraction procedure. The ipg system was explanted.